Event description:
It was reported that the patient presented follow up. An interrogation of the implantable cardioverter defibrillator (ICD) found that the device was in backup operation. It was unknown if high voltage therapy was disabled during backup. A device restoration was successfully performed via programing. The patient was asymptomatic.